Event description:
It was reported that post-operatively after an implant procedure, the right ventricular lead was undersensing and dislodgement was confirmed using fluoroscopy. About two weeks later, a replacement lead was implanted, but there was difficulty with lead handling and the lead dislodged also. The physician noted neither lead properly fixated into the tissue and chose to defer repositioning. Both leads were explanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrode. Concomitant product: 6935m-62 lead implanted 2014-(B)(6). (B)(4).